Event description:
Patient reported "severe capsular contracture" baker grade unknown. Patient additionally reported "extremely unwell", ¿calcium in blood has been raised, resulting in large kidney stones", "parathyroid adenoma¿, "fatigue", and "brain fog"; these events are not device related. Device remains implanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.